Manufacturer narrative:
A clinical review of the reported event by physio-control determined that the device use may have contributed to the pt's outcome, as defibrillation was needed by ECG evidence from the event record, but provision of defibrillation was delayed greater than 30 seconds. As evidenced by the event record, pt's initial ECG rhythm was a medium amplitude ventricular fibrillation (vf) rhythm and CPR was performed for four minutes and 18 seconds prior to an attempt to analyze pt's rhythm in AED mode. By that time, the vf rhythm amplitude was reduced by half, and its frequency was considerable slower. The device prompted the "connect electrodes" message twice and was able to connect to pt three minutes later. The last analysis reached "no shock advised" decision. Physio-control evaluated the device and the third party electrodes used in the event at the failure analysis center. The device eval was unable to duplicate the reported event. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The third party, kendal, electrodes x-ray analysis found cracks. The observed electrodes failure might have caused the device to prompt "connect electrodes" message due to high impedance readings. However, a conclusive root cause of the reported event was not determined.

Event description:
Customer reported that the device failed to connect to a pt in cardiac arrest and provide defibrillation therapy. There was a delay in pt treatment as the device alarmed the "connect electrodes" message when users attempted to analyze pt's rhythm and provide therapy using third party electrodes, kendall, through the therapy cable. The pt was not resuscitated. There were no further details on the event and/or pt provided.